Event description:
It has ben reported to philips that the live fluoroscopy monitor in the exam room was not working. The customer used an extra monitor to finish the case. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnosis procedure when the issue was occurred, and the procedure was completed by using another monitor and it was mentioned as slight delay in start of the day to user. The philips field service engineer (fse) inspected the system onsite and confirmed that the live fluoro monitor in the exam room was not working. Upon functional testing the fse found that the monitor was not power up. The fse replaced the live monitor with new unit and performed all relevant testing. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.